Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the severely tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured during the first inflation at the nominal burst pressure. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.